Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had reported some occasional drainage from the scalp surgical wound on (B)(6) 2017. An infection was suspected and antibiotics were administered the same day of report. Etiology was indicated to not be related to the device or therapy and related to the implant procedure. Etiology was also noted as "surgery/anesthesia." The outcome was considered resolved without sequelae (B)(6) 2017. No further complications were reported/anticipated.